Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #2: date of submission (B)(4) 2014. Device evaluation: after correction of the pump serial number, this report was determined to be a duplicate of report # 2531779-2014-07358. The relevant investigation findings from (B)(4) 2014 related to this complaint were submitted on (B)(4) 2014 on the supplemental report for report # 2531779-2014-07358. The pump battery compartment was cracked at the opening of the compartment extending down to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump was cracked near the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.